Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that during implantation of an intraocular lens (iol), the iol came out of the injector with a tear in the optic., allegedly damaged during loading or insertion. The iol was replaced intraoperatively, and a suture was used to close the wound. The patient has recovered.

Manufacturer narrative:
Additional information: d4, g3, h2, h6, h11. Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined; however, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.